Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device delivered inappropriate defibrillation therapy for supraventricular tachycardia. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event and the patient was in stable condition.